Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the surgeon, the patient was reimplanted with a new device on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator through skin flap tissue (date not reported). The device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2013.